Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed, however backflow was observed during functional testing which can be mistaken for an overinfusion since the secondary bag empties faster than expected, into the primary bag. Visual inspection showed no abnormalities. Functional testing demonstrated fluid backflow through the primary tubing set, indicative of a faulty back check valve. The root cause of the customer's report could not be determined.

Event description:
It was reported that the device over infused. There was no harm to the patient.